Event description:
Patient underwent a PICC line placement on (B)(6) 2013. Patient reported that one of the dual external lines had severed and was leaking. Patient needed PICC line replaced on (B)(6) 2013.